Event description:
Biomed technician contacted baxter product surveillance to report five exeltra 150 dialyzers that each had a blood leak. No dialyzers had been saved. The nurse at the facility described each incident as slightly different. One dailyzer was on for a while before the blood leak occurred - the tmp value was not high. One dialyzer had a blood leak right away and then the next dialyzer placed on the machine for that patient leaked also. The nurse described it as random events. There have been no other blood leaks at this facility. There were no unused dialyzers from this lot at the time of the initial call in 2005. All were from lot number a05h11. The extracorporeal blood was not returned to the patients and they lost the blood in the lines. There was no serious injury or medical intervention from these blood leaks.